Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the water tube clogged. Based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the water tube. In addition, our technician confirmed that the segment fluid damage, the control body fluid damage, the lcb distal cover glass fluid damage, the lcb distal cover glass cloudy (not clear view), the light guide cable compressed (short in length), the angle wire play, the segment corroded, the connecting receptacle corroded, the mechanical base plate corroded, the operation channel (primary) leak, the remote control buttons leak, the nozzle gluing dirty, the lcb distal cover glass dirty, the lg prong top loose, the down pulley wire worn out, the up pulley wire worn out, the left pulley wire worn out, the right pulley wire worn out, the segment steel braid rupture, and the ccd module with drive pcb pixels; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report "hr-rpt-0630(air/water & jet water channels)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Air/water tube clogged.